Manufacturer narrative:
The reported event is unconfirmed. Visual evaluation noted received 1 all silicone foley catheter. Visual inspection noted no obvious observations. The catheter balloon was inflated with 10ml methylene blue solution (3 drops 1percentage aq methylene blue per 100ml distilled water) and the catheter rested with no leaks noted. The balloon passively deflated in under three (3) minutes with no cuffing or leaks noted, returning 10ml of solution. Also received 5 photo samples. First photo sample shows top view of catheter used during reported event. Second photo sample shows end of catheter with deflated balloon. Third photo sample shows trifurcation site. Fourth photo sample shows inflation cap. Fifth photo sample shows picture of catheter with water droplet on the catheter. This is within specification which states, catheter leaks, valve leaks, balloon perforation, lumen to lumen, prematurely deflated and dislodged balloon are not allowed, and must inflate and deflate with the use of a syringe. No root cause could be found because the reported event was unconfirmed. The DHR reviews are not required as the reported event is unconfirmed. Labelling review is not required as the reported event is unconfirmed. Correction- d, e, h. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that after the operation, the foley catheter had natural removal in intensive care unit the next day, probably leaked from the 3-way part pinhole.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that after the operation, the foley catheter had natural removal in intensive care unit the next day, probably leaked from the 3-way part pinhole.